Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the hospital experienced a network outage. A technical support specialist was reassigned to the case. The hospital was experiencing a network issue and was unable to dial into the server. The application server was offline. The customer was advised to enable critical override on the stations. Since the server was customer-managed, they were advised to contact their information technology team for further assistance. The customer gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had network issue and unable to access the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the generic bd pyxis¿ es server, had network issue and unable to access the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.